Event description:
It was reported that the pump exhibited an upstream occlusion alarm. Per reporter, no occlusion was observed and the pump continued to alarm despite troubleshooting. It was reported that patient was infusing a nerve block. The reservoir volume was 200 ml. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other text: additional contact information: (B)(6) health center, (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a occlusion alarm is the upstream occlusion sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.